Event description:
During the implantation procedure, the coils on this lead separated. Therefore, it was not implanted.

Manufacturer narrative:
(B)(4) 2010. The analysis on this device is pending. (B)(4) 2011. The damage to the defibrillation coils are attributed to passage of the lead through a constricted opening during the implant attempt; patient physiology.

Manufacturer narrative:
November 16, 2010. The analysis on this device is pending.

Event description:
During the implantation procedure, the coils on this lead separated. Therefore, it was not implanted.